Event description:
It was reported that the customer's pump screen was dark and would not turn on, resulting in the customer's blood glucose level rising to 600 mg/dl. To address the high blood glucose, the customer administered a correction injection via manual insulin delivery and did not require third-party assistance. Technical support instructed the customer to ensure the pump was not on a power source and to attempt restarting it using a specific button press, which failed. However, when the pump was plugged into a known working power source, it displayed a welcome message screen. The customer acknowledged that the issue was due to the pump not being charged. Technical support educated the customer on restarting the pump and resetting necessary settings, and provided tips for best battery practices, which the customer understood and acknowledged.